Event description:
The MFR received info alleging a bipap vision was not delivering the set pressure. The pt's blood oxygen level decreased. There was no report of pt harm or injury. The investigation for this issue is still ongoing. The MFR will submit a follow up report when the investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation of a bipap vision that allegedly did not deliver the set pressure. The patient's blood oxygen level decreased but there was no harm or injury reported. During the evaluation of the device, the customer's complaint was confirmed. The manufacturer found the inlet flow restrictor (ilfr) tubing to be disconnected from the pressure relief valve (prv) causing a leak. The device has evidence of rust, damage to a keypad, a tear in the tubing, and an indentation to the device's frame. The device has physical damage consistent with the device being dropped. The manufacturer found evidence of contamination. The prv and tubing were replaced to address the issues.